Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed lesion was located in a hemodialysis av shunt of the left hand. On the first inflation the wanda 10.0-40, 80 balloon was inflated to six atmospheres and ruptured. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile examination of the returned device revealed no damage was noted to the shaft of the device. The balloon was not folded or wrapped fully around the shaft of the device. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure (rbp) when a leak was noted. Microscopic examination of the balloon found a 27mm longitudinal tear located 7mm proximal to the tip of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed lesion was located in a hemodialysis av shunt of the left hand. On the first inflation the wanda 10.0-40, 80 balloon was inflated to six atmospheres and ruptured. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.